Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information wads received from a patient who was receiving morphine at an unknown dose and concentration via an implantable infusion pump for non-malignant pain. The patient stated they wish they never had the pump because the morphine was horrible. The patient reported they could not stay awake because they had the pump turned up so high. The patient stated they could not function, they were nauseous, and it didn¿t help with the pain. It was reported that this took place in (B)(6) of 2017. No further complications were anticipated/reported.